Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced pain approximately 11 years post implantation. X-rays found femoral stem fracture. There has been no revision reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.